Manufacturer narrative:
Inspection of the formed needle found the tip to be inadequate. The inadequate formed needle tip is confirmed as the cause of the alleged bleeding/bruising as well as the reported skin condition irritation. Download data showed no timeouts or drive stalls and no alarms were generated. The exposed portion of the soft cannula was observed to be torn. Fluid was observed to leak from this damage. The timing and cause of this damage cannot be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 22.2 mmol/l (400 mg/dl) while wearing the pod between 5 and 24 hours on the leg. When removed, the patient reportedly was bleeding and the site was red and swollen. As treatment, a new pod was placed.